Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of an ophthalmic aneurysm. It was reported that a balloon was required to fully open the pipeline during deployment. No patient injury reported.